Event description:
It was reported that "the internal battery doesn't work and the pump does not work detached by the main line". No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint that the "internal battery doesn't work and the pump does not work detached by the main line" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported that "the internal battery doesn't work and the pump does not work detached by the main line". No patient involvement.

Manufacturer narrative:
(B)(4).